Event description:
One of the ceiling mounted boom arms mask pipe broke off causing the monitor and boom arm to fall. Due to quick action from staff who caught the monitor and boom arm before it struck the patient. Patient was having an elective colonoscopy performed, procedure completed and patient discharged the same day.